Event description:
The customer was showing signs of hypoglycemia-incoherent shaking and falling down. Their spouse used the device to check their blood glucose and they obtained two results of 127 mg/dl. The spouse called the paramedics and when they arrived they checked customer's glucose on their equipment and and the level was 50 and 47 mg/dl. Customer was treated with an IV and advised that customer eat a peanut butter sandwich. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.